Event description:
It was reported that the lead exhibited a sensing anomaly and high impedance. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the proximal coil was broken at 30 cm from the connector pin, causing the reported sensing and impedance problems. The distal insulation was abraded under the fractured coil, which could cause a short circuit between the lead coils. These damages were due to clavicular crush.